Manufacturer narrative:
(B)(4).

Manufacturer narrative:
There is not enough clinical data to determine the exact cause of the event, however, cannot rule out low vaulting secondary to a short lens as a contributing factor. According to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Staar recommends the lens to be left implanted if no cataracts are noted or no progression of anterior sub-capsular cataract. The serial number was not provided so we were unable to performed work order search. No further investigation can be performed at this time. Conclusions: based on the complaint history, a probable root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014 and the lens was explanted due to low vaulting and low opacity.